Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: programed it for a dosage and it delivered it twice as much. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The device was not returned for evaluation but the logs were provided for review. Log review shows on (B)(6) 2023 and 8:00am a primary set-up of 10ml/hr and 75ml and a piggyback set up of 500ml/hr and 500ml (dl: vanc 750; total dose 1500mg; concentrate 750mg/250ml). At 8:02am new total time was set to 2 hours and at 8:06am a piggyback infusion start of 250ml/hr and 500ml. At 9:14am infusion was stopped with a piggyback volume infused of 283.26ml and no further infusions taking place that day. At 9:15am standby was on; at 9:30am standby was off; at 9:33am standby was on; at 9:39 standby was off then on. Further investigation of the complaint is not possible without a device for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.